Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for six minutes for a fast ventricular tachycardia (fvt) episode that was initially detected as sinus tachycardia due to the device discriminator. The patient was symptomatic with heart rates in the 200s beats per minute. The device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: corrected h6 annex e and annex d and corrected b5 from: it was reported that  the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocked for  supra ventricular tachycardia (svt)  which the device detected and treated as fast ventricular tachycardia (fvt). The device remains in use. No further patient complications have been reported as a result of this event. To the following it was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for six minutes for a fast ventricular tachycardia (fvt) episode that was initially detected as sinus tachycardia due to the device discriminator. The patient was symptomatic with heart rates in the 200s beats per minute. The device remain in use. No further patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocked for supra ventricular tachycardia (svt)  which the device detected and treated as fast ventricular tachycardia (fvt). The device remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2025, it was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for six minutes for a fast ventri cular tachycardia (fvt) episode that was initially detected as sinus tachycardia due to the device discriminator. The patient was symptomatic with heart rates in the 200s beats per minute. The device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocked for supra ventricular tachycardia (svt) which the device detected and treated as fast ventricular tachycardia (fvt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: correct h6 : annex a code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.